Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized due to hypoglycemia. The patient's blood glucose (bg) level dropped to 1.9 mmol/l (34.2 mg/dl), but the patient's dexcom continuous glucose monitor (cgm) was reading 10 mmol/l (180 mg/dl), so the pod was delivering insulin as intended. The patient was feeling dizzy and was treated with glucose. The patient's bg's then rose to hyperglycemia (did not provide specific levels) and they began having chest pains and ketones were at 3.9 mmol/l. The patient was then given insulin to treat the hyperglycemia. The patient was discharged after 1 day. The pod was removed and discarded at the hospital.